Event description:
It was reported the insulin pump has cracks around the battery compartment. The device was not dropped or dropped. The buttons on the device are not responding. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump had intermittent button response due to flattened dome switch on down arrow button. The device had broken battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.